Event description:
During a gynecology case, the surgeon noticed the rivet was missing from the device. Location of the missing rivet is not known.

Manufacturer narrative:
Analysis of the complaint confirmed the rivet is missing and the pivot link is bent. The cause of the failure cannot be determined at this time.